Event description:
It was reported that during a coronary artery stenting treatment procedure, the guidewire stuck in the sheath. The physician deployed an innova bare metal stent normally. When attempting to remove the guidewire, it stuck in the sheath. Therefore, the whole system was removed together. No patient complications were reported and the patient status was stable. No additional information is available as the physician did not remember this case.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).